Manufacturer narrative:
Additional information was not provided for further investigation. A root cause could not be identified. Addtional patient information was requested but not provided.

Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) and n-terminal pro b-type natriuretic peptide (pro- bnp) results on their elecsys 2010 rack analyzer on an ongoing basis since (B)(6) 2011. The customer provided data for 43 patients, of which there were 4 patients with discrepant results. The first patient's initial hcgb result was 65.65 miu/ml accompanied by a data flag. On (B)(6) 2011, the repeat result was 14332 miu/ml accompanied by a data flag. The customer provided data for as patient with an initial hcgb result of 65 miu/ml and a repeat result of 14000 miu/ml. It is unclear if these are the same patients. It is also unclear whether the 65 and 14000 miu/ml were from the same sample. The customer reported 65 miu/ml and 14000 miu/ml outside the laboratory. On (B)(6) 2011, the second patient had an initial pro-bnp result of <5.00pg/ml accompanied by a data flag. The first repeat result was 1054 pg/ml. The second repeat result was 1016 pg/ml. It is unknown if these results were reported outside the laboratory. On (B)(6) 2011, the third patient had an initial pro-bnp result of <5.00 pg/ml accompanied by a data flag. The repeat result was 4256 pg/ml. It is unknown if these results were reported outside the laboratory. On (B)(6) 2011, the fourth patient had an initial hcgb result of 3.40 miu/ml from the primary tube. The customer poured an aliquot of the sample and repeated the analysis three times. The first repeat result was 0.286 miu/ml. The second repeat result was 2.960 miu/ml. The third repeat result was 0.355 miu/ml. There were no adverse events. The hcgb and pro-bnp reagent lot numbers and expiration dates were not provided. The field service representative changed sample tubes, measuring tubes, pinch tubes, and seals. He changed measuring cell and sipper/reagent (sr) probe. He changed the sr probe, adjusted the liquid level detection on the sr probe, and all positions on the sr probe. He changed the bead mixer and adjusted it. He implemented the use of cup adaptors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).